Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4+ atrial functional mitral regurgitation (mr) and an enlarged atrium. During a mitraclip procedure, 2 ntws were implanted with no issues. A third clip, an nt, was advanced into the left ventricle. Simultaneous grasping of anterior and posterior leaflets was attempted several times. On occasion, the anterior leaflet was captured, but the posterior leaflet could not be captured. The anterior gripper was visible on echo imaging at times, but the posterior gripper was not visible. However, the echo imaging was at times difficult to interpret at this stage in the procedure. Independent capturing of the anterior and posterior leaflets were attempted several times. Again, the same issues presented. The nt was inverted and retracted into the left atrium. The clip arms were closed to 180 degrees and both grippers re-checked using echo and fluoroscopy imaging. It was observed that the posterior gripper could not lower when gripper line was lowered. The anterior gripper was functioning correctly. Another mitraclip was prepared and successfully implanted in the patient without issue. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed via returned device analysis. The reported poor imaging and positioning failure (leaflet capture ¿ clip not implanted) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported positioning failure (leaflet capture ¿ clip not implanted) appears to be a cascading event of the reported difficult single gripper actuation. A cause for the reported difficult single gripper actuation could not be determined. A cause for the reported poor imaging could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.